Event description:
It was reported that episodes of non-sustained ventricular oversensing were observed. Six months later, more episodes of non-sustained rv oversensing due to myopotentials were observed. The oversensing could not be reproduced through isometric tests. The physician elected to take no action. The patient was in good condition afterwards.